Event description:
The lead was capped.

Event description:
It was reported that the device presented in hardware vvi mode. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device had no telemetry due to a low battery voltage. The device was tested on the automated test system and the bench using an external power source. No anomalies were found. The device had normal current measurements. The battery was sent to the vendor for destructive analysis. No anomalies were found that could deplete the battery. The cause of the hardware backup reset was not determined.